Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester reported discrepant results between inratio and another meter at doctor's request: date: (B)(6) 2010; meter: 1.9; meter: 1.5. May have used same finger during both tests.